Event description:
When they tried to open the snare it was very difficult and then, with force, the wire pushed upward in a bending motion and would no longer work. Manufacturer response for flexible snare, captiflex medium oval flexible (per site reporter): asked to return the device.